Event description:
It was reported that the procedure was to treat a lesion in the common femoral. The balloon catheter was prepared according to the instructions for use, loaded onto the guide wire and inserted into the sheath. A hole and a slow leak were observed when pressure was applied. The balloon was removed from the patient and a new balloon was used with good results. There was no clinically significant delay in the procedure due to the device issue. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood and contrast in the balloon, consistent with a leak or rupture while in the anatomy. The balloon was loosely folded, consistent with being inflated. During functional testing, an indeflator, filled with water, was used in an attempt to pressurize the balloon, but fluid leaked through the tip. After the tip was plugged with a pin gauge and the guide wire port on the hub was plugged with a stopcock, the catheter was pressurized and fluid was observed leaking from a small tear/hole in the shaft 4.9 centimeters (cm) proximal to the proximal seal. The material was stretched at the tear. There were no scratches visible. There was no other damage noted to the balloon catheter. The balloon was inflated to 17 atmospheres while the hole was plugged with finger and there was no damage noted to the balloon. Tears/holes in the shaft can be affected by numerous factors including, but not limited to, damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification, or insufficient preparation prior to use. In this case, there were no leaks noted during preparation, suggesting that the damage may have occurred due to interaction with associated devices or anatomy. To ensure this type of damage is not manufacturing related, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and a query of the complaint handling database for the reported lot was performed and revealed no other incidents. A conclusive cause for the tear/hole in the shaft could not be determined; however, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.